Event description:
It was reported that the patient received 80 inappropriate shocks for atrial fibrillation (af). It was further reported that the device battery was depleted early. The device was removed and replaced. It was further reported that during the ex-plant procedure, the right ventricular (rv) lead could not be removed from the device header. The set screw was removed with the wrench but the lead could not be. The lead was removed by engaging a needle through the back of the header. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. (B)(4).